Event description:
It was reported that the patient experienced repeated occlusion alarms on the ilet, which would clear and then recur, with a reported blood glucose of 185 mg/dl; troubleshooting confirmed correct supply change procedures, the events were associated with a single supply lot, and the issue resolved after changing the infusion set and related supplies, implicating obstruction of flow in the connector/coupler and infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided, as well as a restart and dry run that cleared the alert before a full supply change. Investigation of this case revealed an obstruction of flow associated with a deformation problem localized to the connector/coupler component and infusion set, with alerts recurring until the implicated supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.